Event description:
Provider alleged pilot operator valve has a worn poppet. Per independent repair center statement, the customer stated problem was: low o2 or yellow light. Problem confirmed: yes the key failure was a worn poppet on the pilot operator valve. Additional malfunctions were: exhaust muffler clogged, hose clamp leaks and tie wrap leaks.